Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and others, device is underweight and creases flat. A microscopic analysis was performed which identified: broken striated opening on the radius. Based on the device analysis the final assessment is striated broken opening due to surgical damage consistent in the use of a surgical tool.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.